Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a malfunction. The insulin pump alarmed a low battery. The customer changed the battery then heard a noise. The buttons were unresponsive. The customer does not see the clock on the screen. The customer also reported that the insulin pump had a constant tone. The customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display or missing segment/partial display anomaly noted. The device had intermittent buttons response due to flattened down button dome switch. No unlocked lcd keypad connector noted. The device was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed batt test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device vibrate feature properly. No vibrate or audio/beep anomaly noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.